Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the patient had surgery to remove a cyst on her back in 2021 at the pa-c. At the appointment to have her stitches removed, it was determined that the wound was infected. The pa packed the wound with expired iodoform packing strips. The expiration date was 2016-04, ref (B)(4). The patient was started on cefalexin bid for 10 days. Attempts have been conducted to gather clarification of the reported event. To date, no clarification has been received to confirm if the iodoform packing strip contributed to the infection. If additional pertinent information becomes available, the report will be updated.